Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 01nov2018. Philips field service engineer (fse) confirmed the reported error showed in the diagnostic report. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported getting air valve liftoff failure (1012) while booting up. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date received by manufacturer: 05nov2018. Philip's field service engineer replaced the printed circuit board assembly, blower controller, and blower motor assy. The device successfully passed performance specification testing after the repair was completed.